Event description:
It was reported that the patient's dbs system was switched off and they were unable to turn it back on with the patient programmer. An alert was showing up on the programmer that didn't match any images they knew. After 1 hour of charging the patient was able to turn on their implantable neurostimulator (ins), but still reporting the error screen on the programmer. The patient was advised to keep charging their ins and the issue was resolved. There were no symptoms reported. Additional information was received: it was reported that the rep was meeting with the patient on (B)(6) 2021 to interrogate the system and find out exactly what happened. They suspected that the patient wasn't charging their ins correctly and the system turned off. They also suspected that an error code came up that they couldn't see as the patient had turned off text on the programmer. The patient had therapy cessation with the patient's ins being off. The cause of the ins turning off wasn't able to be 100% confirmed but believed to from not charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.